Event description:
A lighted breast retractor had been in use for approximately 15-20 minutes during the procedure with the light source being turned off when not in use. When the surgeon grabbed the lighted retractor to reposition her hand touch the connection between the retractor and the light cord and stated is was getting hot. The retractor and light cord where immediately removed from the field. The connection was checked by the rn circulator and found to be connected properly. Approximately 5-10 minutes after removing the retractor a 2 x 3 cm blister was noted to the pt's left breast. The retractor and light cord were sent for decontamination then reassembled and plugged into the light source where the connection became to hot to touch within 2 minutes. The lighted retractor and light cord were removed from service immediately. At this time the retractor and light cord have not been sent for eval, we are awaiting instructions from administration.